Manufacturer narrative:
The insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the mother that the customer received a button error while trying to bolus after lunch. The alarm went off after the customer changed the battery but came right back again. Customer's blood glucose was 220 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.